Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 462 mg/dl at time of incident and treated with pen and bolus. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was used auto mode at the time of high blood glucose. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.